Manufacturer narrative:
Insulin pump received with missing battery tube spring noted. Device failed to power up due to missing battery spring.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they cleaned out the barrel with alcohol and now the insulin pump was working, but it stopped working again. The customer's blood glucose level was unknown at the time of the incident. The customer was not calling back after receiving a new battery cap. The customer stated that the contacts on the battery cap are not missing or damaged. The customer stated that the display did not return. Later, the customer stated that the display returned. It was reported that they were unable to do self test because the insulin pump was on and off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.